Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. There was no air or water at the output of endoscope observed due to a clogged nozzle. It was discovered, the bending section glue was worn out, the plastic distal end cover had scratches and the insulation was out of range, the light guide lens chipped, the scope connector cover was damaged, the light guide tube was wrinkled, the connector had a crack, and there was less angulation and knob play. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/water flow issues from the air/water flow system. Upon inspection and testing of the returned device, foreign matter was discovered clogging the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle due to the buckling of each channel or nozzle / the gap on the insertion section or the boot found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the event occurred during a colonoscopy procedure on (B)(6) 2022. The procedure was completed with a similar device due to the insufflation problem. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
Correction: e2 and e3 were inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. In france, reprocessing procedures are mandatory and clearly defined. No deviation from IFU was observed. Olympus will continue to monitor field performance for this device.